Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient had laser assisted cataract surgery on the right eye using only the primary and secondary incisions due to having a small pupil. The procedure went as planned and the patient was doing well at the one day post-op visit. The patient was seen by an on-call doctor four days post-op who then sent the patient to a retinal specialist who diagnosed her with a retinal hemorrhage. The retina specialist noted that the retinal hemorrhage could have been caused by the suction during the docking process. The patient was seen in follow up and it was determined that she has endophthalmitis not a retinal hemorrhage. The patient is being treated with ocular injections. Additional information requested.

Manufacturer narrative:
No technical services were requested or performed on the system. Bacteria may be introduced into the anterior cavity of the patient¿s eye as the surgeon inserts ophthalmic viscosurgical devices (ovd) to perform the remaining steps of the procedure. When bacteria are introduced, it may lead to endophthalmitis. It should be noted that the laser treatment, in itself, will not lead to endophthalmitis as the system only makes contact with the outer corneal surface of the patient¿s eye via a sterilized patient interface. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information received that the patient was seen by a retina specialist and is reported as doing well.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the patient's vision is good and is expected to make a full recovery.